Manufacturer narrative:
UDI: (B)(4).

Event description:
The customer reported that the ventilator alarmed with over voltage protection circuit failed error. The customer reported there was no patient involvement.